Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during intra-op of the reported product. The pre-op diagnosis of patient was lumbar disc herniation with radiculopathy, lumbar spinal stenosis, lumbar osteoarthropathy. It was reported that, the patient underwent lumbar internal fixation surgery in other hospital in 2012, using other brand of internal fixation product at that time. The patient underwent revision surgery on (B)(6) 2022. Internal fixation was performed with medtronic spine legacy 5.5 system screws during the operation. During the operation, the tip of the nailing device was broken, and the broken part of the nailing device remained in the inner core of the screw, so that the screw could not be fixed with the rod. Immediately, the screw was removed, and new medtronic screw was replaced for fixation. The operation was completed without adverse consequences. The procedure or technique performed was removal of lumbar internal fixation device, lumbar laminectomy and decompression, nucleus pulposus exploration, internal fixation via pedicle system, intertransverse bone graft fusion. There was no patient symptoms or complications reported. There was no additional treatment or surgery performed as a result. There was a delay of less than 60 minutes reported as a result of this event. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.